Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was stripes/threads on intraocular lens. Some of the stripes/threads could be polished away, some were not possible to remove. The lens was implanted but not explanted. Additional information was requested, but further no information was available.

Manufacturer narrative:
Product evaluation: only carton and iol case returned. No iol returned. Additional information: the complainant states the use of company cartridge and non-company viscoelastic, which are not qualified to be used with the associated iol model. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Only carton and iol case returned. The reporter states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).